Event description:
The customer contacted physio-control to report that their device would no longer power on when the on button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the customer's device was examined by a physio-control service representative who was unable to verify, nor duplicate, the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.